Event description:
Correction to the initial report: the date of event was incorrectly reported in the initial report as (B)(6) 2018. The actual date of event is (B)(6) 2019, the date of the revision surgery. Also, in the initial report the name and address of the initial reporter (section e.1) was incorrect and has been corrected in this follow-up. See initial report for other details.

Event description:
Revision surgery was performed on (B)(6) 2019, due to device extruding through the skin. The device was moved and covered. The extrusion of the front part of the implant housing (receiver-stimulator) started on (B)(6) 2019. The original wound healed properly; the recipient might have had a wound infection prior to the extrusion. It is not thought that the magnet strength caused the issue, but according to the audiologist the behind-the-ear processor was rubbing on the device and might have caused the exposure. Recipient will be switched to use rondo2 full time from now on.